Event description:
It was reported that the tines became bent. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen coaccess was being used for this procedure. When the physician was using the device the tines became bent. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications that were reported.

Manufacturer narrative:
Device evaluated by MFR: the electrode was returned for analysis. No visual damages defects were observed on the electrode, handle, cannula and connector. Residues observed on the device indicated use and handling of the device. A functional evaluation extended and retracted the tines without resistance, after the tines were extended it was noticed that some of them were bent.

Event description:
It was reported that the tines became bent. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen coaccess was being used for this procedure. When the physician was using the device the tines became bent. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications that were reported.